Manufacturer narrative:
The initial submission of this event was reported by MFR. Report # 2916596-2017-02312. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a pump exchange on (B)(6) 2017 due to a short to shield on the internal portion of the driveline. The patient had pump stops while on the grounded cable. An x-ray of the driveline found a short to shield on the internal driveline. The explanted left ventricular assist device (lvad) will not be returned for evaluation. The patient tolerated the pump exchange well. The patient treatment/plan of care is unchanged. No further information was provided.

Manufacturer narrative:
Sections d4, h4: additional information. Section a2: corrected information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing this event.